Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately powered off. The customer indicated that their biomedical department would be handling any repairs needed to repair the device. The complainant indicated that there was no pt involvement in the reported malfunction.